Event description:
It was reported that during an unknown procedure, broken tissue pad outside of the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.